Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received a report from a customer that a trilogy ev300 ventilator generated a "ventilator service required" alert, consistent with a "fan service required" notification. There was no serious patient harm or injury that occurred or was reported. The device was evaluated by a field service engineer (fse). The device error logs were successfully downloaded and reviewed in full. Review of the logs identified a "ventilator service required" condition resulting from an internal li-ion battery reporting a permanent failure. Replacement of the internal battery was required to resolve the issue. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications.